Event description:
Approximately two months after a procedure, a company representative spoke with the physician who reported that three to four days post procedure, the pt reported having pain in the 'esophagus' and was diagnosed with fever and high white blood count. The pt was admitted to the hospital. A barium swallow found two holes in the gi tract area.

Manufacturer narrative:
User did not allege any problem with the device or procedure. Following the barium swallow, the physician decided to have a laparoscopic nissen fundoplication procedure performed due to continuing leakage in the stomach. The pt recovered and was discharged.